Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right anterior tibial artery. The 2.5mm x 220mm x 150cm coyote mr was advanced over a .014 non bsc guide wire, inflated and ruptured on the first inflation at 4atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right anterior tibial artery. The 2.5mm x 220mm x 150cm coyote mr was advanced over a .014 non bsc guide wire, inflated and ruptured on the first inflation at 4atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on a thorough analysis of the returned device, which revealed no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty, the root cause classification of not confirmed was assigned. (B)(4).